Event description:
The customer reported that the sys s-ram was not communicating with technique processor. This issue may prevent the sys from producing a fluoroscopic image and cause the sys to become unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and placed back into svc.